Manufacturer narrative:
One actual used sample was received for evaluation. Sample was contaminated with blood inside the fluid path. During visual inspection the broken part was observed, appearing to have been pulled or torn, and a piece of the tube was inside the microbore winged female luer lock. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set tubing disconnected from a one link needleless connector. There was no patient injury or medical intervention associated with this event. No additional information was available.